Event description:
Tb quanitferon test reported positive on the above date. Due to increase in the number of false positives with this test through quest diagnostics, it was repeated in 2009, and was reported unlikely on the second test. Diagnosis or reason for use: hiv infection.